Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2012 and mesh was used. The patient experienced acute pain. On (B)(6) 2012, the patient underwent a diagnostic laparoscopy. The surgeon found the bowel was adhered to the center portion of the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.